Event description:
It was reported by the patient that their blood glucose levels rose above 400 mg/dl while wearing the pod between 24 and 36 hours. Reportedly, the pink slide did not move forward when the pod was activated, despite the cannula having deployed and inserted into the skin, indicating a needle mechanism failure. Also the patient reported "missing sensor values". As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.